Manufacturer narrative:
The device and leads remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted as a device upgrade for the dual chamber ICD. It was noted the patient was in atrial fibrillation (afib) without conduction to the rv and rv pacing was provided to the patient. A competitor's epicardial left ventricular (lv) lead was implanted, and all leads were connected to the new device. The device was then checked by the field representative; all measurements were taken and it was noted the ra lead had an out-of-range pacing impedance of greater than 3,000 ohms. No intervention was performed at this time. Overnight, the patient became asystolic. Cardiopulmonary resuscitation was performed and a temporary pacer was added. The following morning the device was checked. Afib and noise were observed on the rv lead and no capture was observed on the ra lead. The patient was sent for a revision procedure, where it was observed that the ra lead was in the rv port and the rv lead was in the ra port. Also, all terminal pins except the proximal df pin on the rv lead were under-inserted in the device header and pulled free with little effort. All leads were tested on the pacing system analyzer (psa) with normal values noted. The leads were then reconnected to the device in the proper ports and fully inserted. Lead measurements with the device remained normal and appropriate a pace/biv pace was observed. Tachy therapy was programmed on and the procedure was complete. No additional adverse patient effects were reported.